Event description:
It was reported that at 555,784 joules of use during a prostate procedure, the surgical fiber aiming beam was observed to not be properly working. The case was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
The fiber exhibited a circumferential fracture at the fiber beveled edge. The glass cap/fiber distal to fracture can rotate independently of metal cap. The glass cap distal to fracture was found to be detached. There was no indication or report of any part of the device remaining inside the patient. Devitrification of the glass cap and char and detritus on the metal cap were also observed. The identified issues may activate the systems fiberlife function which would modulate the power showing a pulsing beam and decreased tissue vaporization or the system would be placed into standby mode. The identified issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered the procedure.